Event description:
It was reported that during the treatment of an anterior cerebral artery (aca) aneurysm, about 5 mm, a microcatheter was placed to reach the lesion. The subject stent was then prepared for use in the treatment. After removing the subject stent from its loop and delivering it into the microcatheter, resistance was encountered, causing the stent to become stuck. The operator withdrew the delivery wire and found no stent. It was found that the subject stent had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned within a non-stryker microcatheter. The stent was found to be stuck inside of the non-stryker microcatheter shaft. The stent was intact. The sdw (stent delivery wire) and stent introducer sheath were not returned. A functional inspection for the reported event, "stent deployed prematurely during use," was not performed, as this was confirmed during visual inspection. Additionally, a functional inspection for "stent difficult/unable to advance or pullback through catheter" could not be conducted since the stent was already deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during use' was visually confirmed. The as reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated; however, the analysis results are consistent with the reported event. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'aca (anterior cerebral artery) aneurysm about 5mm. Placed microcatheter to reach the lesion and then used stent to treat. After taking the stent out of loop and delivered it to go into microcatheter, the stent got stuck at hub and could not be advanced even after several tries. So withdrew the stent and used another atlas to finish the procedure'. 'The stent was returned for analysis within a non-stryker microcatheter, and the stent was stuck inside the non-stryker microcatheter shaft. The stent was found intact after visual inspection. The sdw and stent introducer sheath were not returned for analyses. It is possible that the excessive force applied to sdw during the advancement cause the delivery wire to slip through the stent, causing the stent to deploy prematurely. An assignable cause of procedural factors has been assigned to the as reported codes 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and as analyzed code 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the treatment of an anterior cerebral artery (aca) aneurysm, about 5 mm, a microcatheter was placed to reach the lesion. The subject stent was then prepared for use in the treatment. After removing the subject stent from its loop and delivering it into the microcatheter, resistance was encountered, causing the stent to become stuck. The operator withdrew the delivery wire and found no stent. It was found that the subject stent had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.